Event description:
Second revision surgery - due to the patient's joint being unstable and dislocating; right side of the body. Reference (B)(4) for first revision.

Manufacturer narrative:
The reason for this revision surgery was to alleviate instability and dislocation in the patient's shoulder after 6.1 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a 12 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 53885905. The event is deemed to be non-product related and the result/root cause of patient shoulder instability. Factors un-related to the implant that may contribute to patient instability and dislocation are: degenerative bone, improper or incorrect implant selection. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.